Event description:
The following report was received from the affiliate: during a coronary procedure, the cypher des was being inflated at nominal pressure at the target lesion (mid right coronary artery), but the pressure could not be maintained at nominal pressure and declined. After that, pressure was applied several times, but the situation did not change. The physician continued inflation and managed to implant the cypher des. However, it was implanted proximal to the target lesion, so there remained untreated lesion. No additional info was reported.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional info will be submitted within 30 days of receipt.